Event description:
This report was previously submitted on (B)(4) 2015 under MFR report number 3006705815-2015-06043. It was reported the patient experienced an infection at her ipg site. The patient was prescribed antibiotics and cultures of the ipg site were taken. The results of the culture sample are unavailable at this time. Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 to revise the ipg site. The patient's physician removed the ipg in order to clean the patient's ipg pocket and incision site. The patient was kept overnight at the hospital due to a drain being kept in the ipg pocket. The drain was removed, and the patient was released but continued to take antibiotics. Follow-up information indicated the patient is reportedly doing well and the wound site looks good.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.